Event description:
Upon powering up the device, the device was alarming. Investigation revealed the power entry board was showing improper voltage and will need to be replaced (the rear housing assembly as a whole).

Event description:
The following has been reported: voa (brock) has reported a pump that has alarmed without being able to be reset with a complete shut down and power back up. No patient harm. The pump has been removed from service, plugged in, and is in standby. Voa will segregate the pump until we give them further guidance. (B)(6) from brock. The message is pump service needed. Voa it will send logs. (B)(6) 2024-logs added. An initial review of the device logs reveals the following: electrical hardware failure (12v). An active infusion was not delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue. Further information is needed to complete the investigation.